Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned inserter was evaluated. A portion of the tip was fractured off. Additionally, the weld around the alignment block had partially cracked but the block remain attached to the assembly. Excessive force during usage may have contributed to the breakage. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4).

Event description:
It was reported that the tip on two screw drivers broke during surgery while attempting to implant 8.5 x 80mm iliac screws into the patient. The tips were removed from the patient. The procedure was completed using alternative screw drivers. There was no injury associated with this event. This is report two of two for this event.